Manufacturer narrative:
H4: the lot was manufactured from october 25, 2022 to october 26, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The device was filled with flucloxacillin 12000mg citrate buffer antibiotic 12.6ml in sodium chloride 0.9%. The pump had only administered about 100mls of the medication out of 240mls and the balloon had only deflated about 1/3. There were no issues with the patient's peripherally inserted centralized catheter (PICC).this was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.